Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an anomaly in the backup capacitor was found to be the cause of the issue. The customer's problem was replicated during self-check. The backup capacitor was replaced to fix the issue.

Event description:
It was reported that the error 1720 occurred, which typically indicates a problem with the backup capacitor. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.